Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the system controller (serial unknown) was evaluated following the reported event of the "cable is not providing power to the controller". The system controller was not returned and log files were not submitted. However, testing of the returned mobile power unit (mpu) revealed the reported event reproduced with a test controller and an issue with the mpu patient cable was observed. This is further addressed under the corresponding mpu investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The reported event could not be conclusively correlated with an issue to the system controller. Controller serial number was not provided, a DHR review was not performed. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cable was not providing power to the system controller. It was later clarified that the black cord was not connecting to the system controller. The mobile power unit and the heartmate monitor to power modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.